Event description:
It was reported that the patient was admitted for arrhythmia and regular checkup on (B)(6) 2021. They developed sustained ventricular arrhythmia on (B)(6) 2021. Direct current cardioversion and a cardiac catherization was performed. It was noted that the causal relation to the device was low but undeniable. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported arrhythmia could not be conclusively established through this evaluation. A request for additional information regarding this event was submitted to the account; however, it was reported that no additional information would be provided. The patient remains ongoing on (B)(6) . The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 15feb2017. No further information was provided. The manufacturer is closing the file on this event.